Event description:
Reportedly, during the f/u performed on (B)(6) 2013 for an ICD dependant pt, ventricular noise oversensing was observed. Consequently, recording of arrhythmia episodes (non sustained and vf episodes) and pacing inhibition were reviewed. At the end of the f/u, the user reprogrammed the vf persistence cycles from 6 to 12 cycles and "v pacing on noise" parameter was activated. Preliminary analysis confirmed the reported behavior and showed that the noise pattern is typical of myopotentials and/or electromagnetic interferences (emi).

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.